Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gynecology procedure, the balloon was very difficult to inflate. When the trocar was removed to replace it, the inflation ring became unsuitable for the rest. Another product was used. There was no patient injury.